Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. It was reported that post implant of the first stent, dissection was observed in the lcma. Two more resolute onyx stents were implanted. After implantation of the second stent the dissection disappeared. The patient recovered. The investigator assessed the event as possibly related to the index device but not related to anti-platelet medication.